Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the fiber broke outside of the scope; near the physician's hand. The physician was not injured. After the fiber broke, the physician changed the blast shield of the laser. The fiber was used with a 20 watt lumenis laser with laser settings of 800 milijoules and 8 hertz. The procedure was completed with an accumax 365 laser fiber without any complications to the patient who is reportedly fine post procedure.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the fiber broke outside of the scope; near the physician's hand. The physician was not injured. After the fiber broke, the physician changed the blast shield of the laser. The fiber was used with a 20 watt lumenis laser with laser settings of 800 milijoules and 8 hertz. The procedure was completed with an accumax 365 laser fiber without any complications to the patient who is reportedly "fine" post procedure.

Manufacturer narrative:
Visual analysis of the returned fiber revealed the fiber is broken 80 cm from the distal tip. There are burn marks at the fiber break indicating that the fiber broke while in use.

Manufacturer narrative:
This is device 1 of 2 and related. Refer to MDR # 3005099803-2012-02086.